Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and infusion set and resumed insulin therapy.